Event description:
The customer reported that the 3100a ventilator will run for extended period of time and then stop oscillating. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Corrected data.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and the driver of the unit would stop oscillating when tuned into 30 minutes to 1 hour. The ddi (dynamic displacement indicator) board was then replaced but the issue remained even after airway pressure transducer, ddi, and pneumatics calibration. The driver was replaced next. However, after an hour of testing, the driver has stopped. However, after one hour of testing, the driver has stopped. After that, the alarm board was changed, and the transducer, ddi, and pneumatics were calibrated again. After then, a performance check was performed, and the unit has not failed in over 3 hours.